Event description:
The customer reported that while monitoring a patient, the xprezzon bedside monitor would reboot by itself. When reviewing the error log, the biomed reported that they found an error stating "unable to build annotation". The device was shipped to spacelabs healthcare for further evaluation. A spacelabs healthcare equipment service center (esc) technician evaluated the device where they were unable to duplicate the reported issue with preliminary testing. At this time, the cause of the reported issue could not be determined. Should additional information be obtained, a follow up report will be submitted in accordance with 21 cfr 803.56.